Event description:
Hosp personnel were attending to a pt in a code situation. External pacing was initiated and allegedly the device displayed a svc indicator, a pacer fault message and would not pace. The pt was not resusciatated, however the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the physician's assessment of the pt's lack of viability.